Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. The returned product did not meet specification as received. Visual inspection of the disposable device revealed that the dissector had a chipped waveguide. The reported condition was confirmed. Functional testing was performed on the returned hand piece using a test lab generator and battery. The assembled device returned a green light and a welcome tone, but would immediately turn red led and error when the device was activated, indicating that the device was not functional. The waveguide tip had broken off and was returned with the device. The waveguide was inspected under magnification and the origin of the crack was identified. Investigation concluded that the titanium waveguide came into contact with a metal object such as: hemostats, clips, staples, retractors, etc. During use. Continued use then caused a crack to propagate until the device failed. The investigation identified the cause of the reported event to be user error. The instruction for use (IFU) warns; contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was used for several minutes but eventually the red light was illuminated and the device could not be used. Battery and generator were changed but did not resolve the issue. Another dissector was used to complete the procedure. There was no patient injury.